Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate a completely white image, but two dim white dots were apparent on the video image. This phenomenon was determined to be due to the charge coupled device (ccd) unit. The device has been serviced and returned to the facility. This report is being submitted as an abundance of caution.

Event description:
The user facility reported that in a middle of a diagnostic colonoscopy, the video image blanked out and provided only a white, distorted image on the video screen. The physician withdrew the colonoscope from the patient and completed the procedure with a different, but similar device. There was no patient injury reported.